Manufacturer narrative:
Failure analysis revealed that all operating currents were within specification. No unexpected battery out limit alarm noted. However, the insulin pump had intermittent button response noted due to corroded keypad traces. No scrolling on its own noted. The unit was received with minor scratched lcd window, cracked reservoir tube lip, and broken battery tube threads.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly and a battery out limit alarm on his insulin pump. The customer's blood glucose level was 204 mg/dl. Customer stated that he was receiving a battery out limit alarm on the insulin pump when he changed the battery. Customer was unable to clear the alarm. Troubleshooting was performed and it was found that the buttons were not working. Customer declined battery out limit troubleshooting. Insulin pump will need to be replaced. No additional information provided.